Event description:
On 07/15/1998, the physician informed the MFR's sales rep that he had removed a device that had a "short" catheter (possibly a shear). The physician did not have all the info available at the time and asked the MFR's sales rep to let him gather the noted info. The MFR's sales rep faxed the physician the MFR's product complaint report form for completion. Additionally, the physician stated he would contact the MFR's rep the following monday (07/20/1998). No further details were provided at this time.